Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the blade tip broken off returned. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was that the scalpel could not pass the pre-run test. During functional testing on a gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. No conclusion could be reached as to how this issue occurred. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the scalpel could not pass the pre-run test. Changed to another one to complete the procedure. There was no report on patient injury.